Manufacturer narrative:
Article titled "CT evaluation of local leakage of bone cement after percutaneous kyphoplasty and vertebroplasty" by in jae lee, a. Lam choi, mi-yeon yie, ji young yoon, eui yong jeon, sung hye koh, dae young yoon, kyung ja lim & hyoung june im. Medtronic spine llc was not able to confirm the bone cement used in the patients was the kyphx hv-r bone cement. Method - device not returned; followed up with author.

Event description:
In an article titled "CT evaluation of local leakage of bone cement after percutaneous kyphoplasty and vertebroplasty", a retrospect review of 473 cases of percutaneous kyphoplasty or vertebroplasty was performed between march 2005 and march 2008 was narrowed to capture 83 cases in this study (50 kyphoplasty and 24 vertebroplasty cases). The following events were reported: the rate of local leakage of bone cement was 87.5% (21/24) for percutaneous vertebroplasty and 49.2% 29/59) for kyphoplasty. The most common site of local leakage was perivertebral soft tissue (n=8, 38.1%) for vertebroplasty, and perivertebral vein (n=7, 24.1%) for kyphoplasty. Two cases of pulmonary cement embolism developed: one case after kyphoplasty and one case after vertebroplasty. No additional information was reported. Note: this article originated from korea, however, kyphoplasty products are not distributed in korea.